Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that infusion set tubing was leaking. The infusion set was in use for 3 hours .patient replaced infusion set and resumed insulin successfully. No further information available.